Event description:
It was reported that five (5) non-dehp standard bore catheter extension sets leaked blood at the luer lock assembly. The events occurred during attachment of the extension sets for patient use after the IV start. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
H4: the lot was manufactured january 29-30, 2026. Should additional relevant information become available, a supplemental report will be submitted.